Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported superficial driveline damage could not be conclusively determined through this evaluation. The device was not returned for investigation and no additional photographs were provided by the account. It was reported that the patient had experienced damage to the outer silicone jacket of the driveline and was repaired with electrical tape. It was also reported that the patient¿s system controller lost power which was investigated under manufacturer report number: 2916596-2021-03665. The system controller log file captured multiple routine pi events and routine power exchanges. The pump operated above the low-speed limit for the duration of the log file and appeared to function as intended. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. H. Is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also available. This document contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has electrical tape on driveline near controller. The log file captured routine events, there were no notable alarm conditions or parameter changes.